Event description:
This spontaneous report, reported by a diabetes educator reported as 'diabetic ketoacidosis', concerns a women treated with novofine autocover 30g disposable needles from 2006 for type I diabetes mellitus. The pt's medical history includes an unspecified learning disability and hypertension. The diabetes educator reported that the pt switched from humalog (insulin lispro) to novolog mix 70/30 flex pen (dual-acting insulin aspart) with novofine 31 disposable needles in feb 2006. The pt used all her sample novofine 31 disposable needles and went to her pharmacy to fill her prescription for novofine 31 disposable needles in mar 2006, but received novofine autocover 30g disposable needles instead. The diabetes educator reported that the pt was not trained on the use of the novofine autocover 30g disposable needles and as a result she did not receive her proper dose of insulin, which caused the high blood glucose levels. The diabetes educator reported that the pt saw insulin appear at her injection sites after her injections, but did not correlate the elevation in her blood sugars with the missed insulin. The diabetes educator reported that after a number of missed insulin doses by the third day, the pt was taken to the hospital. Upon arrival, her blood glucose level was 700 mg/dl. The pt was treated with an unspecified insulin drip and unspecified intravenous fluids. Moderate levels of ketones were found in the pt's urine and the pt was diagnosed with diabetic ketoacidosis. The pt's insulin drip was discontined two days later and she was switched to subcutaneous injections of insulin (type and brand unknown), 40 lu per day. The diabetes educator reported the next day the pt's insulin regimen was increased from 40 lu per day to 50 lu per day, but as of the day after that the pt remains hospitalized with high blood glucose levels (blood glucose level unknown). There had not been any changes in the women's diet or activity level at the time of the initial report. The diabetes educator reported that there were no problems with the nonlog mix 70/30 flexpen.